Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that residual glue broke off potentially remaining inside the patient. It was not confirmed if the glue was retrieved.

Manufacturer narrative:
Alleged failure: bubble formed at the tip of the device. Probable root cause: manufacturing non-conformance. Shipping damage. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Gtin:(B)(4).

Event description:
It was reported that residual glue broke off potentially remaining inside the patient. It was not confirmed if the glue was retrieved.